Event description:
It is reported that the customer was having difficulty adhering the sensor to her body. Troubleshooting was performed. Advised the customer that new tape for the sensor would be replaced. Currently it is unknown whether or not the tape may have caused or contributed to the problem as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.